Event description:
It was reported that during in-house engineering evaluation, it was determined that the vapr tripolar 90 suction elect device fell apart. It was initially reported that during an arthroscopic rotator cuff repair procedure, the surgeon noted that evaporation did not work when they stepped on the foot switch. After the sales representative asked them to switch to hand control, evaporation worked normally. Because there was no error message on the main unit, the rep suspected an electrode issue and opened another device with the same product code, but the same problem occurred, making a fault in the foot switch or main unit the most likely cause. The surgery was completed successfully. There were no delays to the surgical procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: investigation summary the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found signs of usage on the overall device surface. The metal piece covering the cautery was disassembled. The fragment was attached to the tip of the device. No other anomalies were noted. The supplier performed an evaluation with the following results: device was not received in its original packaging, only in a bag. The tip was used and there was tissue debris inside the active tip. Scratches were visible on ceramic and return tube and the return cap was detached from its original place. The handle, cable & plug were used. It was confirmed that there were no ncrs or deviances recorded during the manufacturing process. The customer reported that 'the surgeon pointed out that evaporation did not work when he stepped on the foot switch.' The device passed all functional checks, but failed checks on cut return continuity, hipot active - return/cut return. The customer observation of the device that evaporation did not work when stepped on the foot switch could not be replicated. Due to the unrelated fault of the return cap detachment being observed, further investigation was undertaken. This complaint was not substantiated; however, complaints related to return cap detaching during surgery have been investigated under a CAPA. Previous return cap complaint investigations showed three possible causes for the return cap detaching during surgery as detailed below: 1) reverse fire-up, 2) excessive load/heavy use applied, 3) manufacturing fault - missed glue operation. However, the investigation showed the device has been built to the manufacturer's specification with good glue coverage on the return cap. The surface of the return cap showed no signs of reverse fire up and there were no obvious signs of excessive load/heavy use being applied to the device. The overall complaint was not confirmed as the observed condition of vapr tripolar 90 suction elect would have not contributed to the complained issue. ¿ based on the investigation findings, the potential cause for the observed condition is traced to the procedural variables, such handling of the device or normal product interaction during procedure. As per instructions for use (IFU), 1) avoid touching the distal tip of the instrument (ceramic insulator or metal active component) with fingers or instruments. 2) inadvertent activation or movement of an active vapr electrode outside the field of vision may result in patient injury and damage to the electrode tip assembly. 3) excessive force may damage the electrode tip assembly. Properly handling and¿attention to the approved use of the device diminishes the risk of failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review ==> a manufacturing record evaluation was performed for the finished device lot number (u2503015), and no non-conformance was identified.